Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, the delivery system balloon ruptured. The patient maintained hemodynamic stability throughout and the valve was successfully implanted. The balloon was removed via the sheath and no complications occurred. As per follow-up with the fcs, the balloon rupture occurred during the five-second hold upon deployment. The valve was able to be fully deployed. The burst was consistent with a longitudinal balloon burst. No instruments were required to remove the balloon cover. No pre-implant bav was performed, no extra volume was added prior to inflation, and no leak was observed in the delivery system. Blood was seen in the syringe only due to the physician pulling back negative on the atrion. There was no difficulty with valve alignment and it was performed in a straight section. No damage was noted to any other edwards devices aside from the balloon burst. The perceived root cause of the rupture was the patient's tortuous iliac anatomy with obstructive calcification, which was believed to have compromised the integrity of the delivery system balloon during insertion. There was likely residual calcium after using shockwave to break up the calcification in the iliac bifurcation as this case used shockwave, balloon angioplasty, and dilators. The patient remained in stable condition.